Event description:
It was reported that the patient experienced pain and uncomfortable feelings at the implant site when, sitting, lying down, and when she hit something. It was also stated that the patient could feel the ¿wires under the skin of her vagina.¿ it was also stated that the patient had dryness and needed to use a lubricant gel. It was also reported that the patient shocked herself a couple of times. It was reportedly so painful that the patient screamed. It was said to have been a couple of months since the patient¿s last shock. It was added that when the patient got upset, the implant ¿took off¿ and the patient felt ticking. Additional information received reported that the patient was to have a revision done on (B)(6) 2013 and the implantable neurostimulator (ins) would be repositioned and implanted deeper. It was stated that a few months ago, the position of the implant caused discomfort. Additional information received reported that the event was caused by the patient¿s niece kicking her at the implant site. Impedances were not checked. The patient would undergo a pocket revision.

Manufacturer narrative:
Product ID 3889-28 lot# va0334k, implanted: 2012 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).

Event description:
Follow up information received reported that the patient still had concerns regarding their device therapy but was working with their doctor. It was noted that the patient was scheduled for surgery on (B)(6) 2013 to place the ins deeper. If additional information is received, a follow up report will be sent.